Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.

Event description:
On 07/12/06, nellcor puritan bennett recieved a report of inflation issues on a fenestrated tracheostomy tube. The caller reported that the balloon was "impossible to keep inflated". The caller reported that the technician had to "stop the nose ventilation and put the patient under oxygen". The caller also reported the patient was re-intubated with a 8fen tracheostomy tube. The caller also reported no patient injury.